Event description:
The physician reported he was performing a procedure on a patient with a wide neck basilar tip anerurysm. During placement of the neurovascular stent, the physician reported the patient became bradycardiac for a few seconds. The stent was placed, and the procedure was completed without any further complications. The physician reported following the procedure, the patient failed to wake, and was subsequently transferred to the intensive care unit (ICU). A CT scan showed a subarachnoid hemmorage (sah). The patient was intubated and ventilated. The physician reported no further treatment has been given at this time.

Manufacturer narrative:
The device in questin will not be returned to boston scientific for further investigation as it was disposed of the user facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A review of the device history record (DHR) will be conducted. If any further, significant information becomes available, a supplemental report will follow.